Event description:
It was reported that a pixel issue occurred on the pump display, affecting the customer's ability to read the screen and interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using a replacement pump for insulin therapy.